Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 578 mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Reviewed the alarm history and found that the infusion set was changed the day before the event, and hours later the insulin pump alarmed no delivery. The programming was correct, however, the bolus information from february 6th to 24th was missing. Ran a fixed prime and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.